Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091344.

Event description:
It was reported that the patient was having an increased pain following the implant procedure. An x ray revealed that the patients left lead had migrated. The physician prescribed an increased dosage of gabapentin and administered a steroid injection to treat possible nerve irritation.

Event description:
It was reported that the patient was having an increased pain following the implant procedure. An x ray revealed that the patients left lead had migrated. The physician prescribed an increased dosage of gabapentin and administered a steroid injection to treat possible nerve irritation. Additional information was received that the patient was experiencing a loss of stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.